Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted: the IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The physician held the bypass tube and continued to try to close the manta closure device and sheath several times. Bleeding was visible from around the sheath the entire time the physician was attempting to close the device and sheath. The cause of the bleeding present around the manta sheath cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms were submitted for investigation.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician used a manta 18f device for the closure of a puncture site of the femoral artery following a tavi procedure. While using the manta closure device, the physician inserted the device into the manta sheath hemostatic valve. It did not go in but bounced out again. The physician held the bypass tube and tried to close the manta device and manta sheath several times. It was bleeding from the manta sheath the whole time. The physician changed to another manta device (with same lot number) but had the same problem. The physician changed to a new manta device with a different lot number, (but not a new manta sheath), and it worked. There was no harm to the patient. There was no injury to the patient and no other closure systems were needed. Associated to: MDR 3010252479-2021-00162 manta.